Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed that the product was contaminated with blood and required disinfection prior to analysis. Functional leak testing was performed on the device dialysate side and a leak was observed originating from a crack in the header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the connection between the "body and the lid" of a polyflux 140h during set up for therapy. There was no patient involvement. No other information is available.